Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region #4, its non-osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type IV, bone graft was executed and the perforation of the sinus membrane has occurred during surgery.